Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
Us complainant reported the patient was on impella 5.5 and during the implant, a clot was noted in the left ventricle, but the physician placed the impella. There was suspicion that the clot was ingested by the pump due to a change in motor current and wave forms. Placement monitoring was disabled. There were diminished flows and it was thought that there was a clot in the cannula. The patient remains on impella support.

Manufacturer narrative:
The investigation into low pump flow and thrombus has been completed. The failure mode (fm) thrombus removed because it is a duplicate of the low pump flow root cause. Data review: data logs confirmed the failure mode & clinical narrative. Logs showed after pump started & run for 4 minutes, motor current spiked followed low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. D6b added.